Event description:
Reportedly, in 2006 - pt underwent left ileofemoral endarterectomy and femoropopliteal bypass for short distance claudication. Surgeon used 6-0 surgipro for vein patch. The following day - patient returned to surgery for exploration after experiencing sudden onset of bleeding from groin. During re-op, it was noted that the 6-0 surgipro used for the vein patch was broken and the suture line had unraveled on the lateral aspect of the vein patch. Suture line was repaired. No further information was available.